Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a threader balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood and contrast in the inflation lumen and balloon. There were numerous kinks. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for two days to loosen the blood and contrast in the device. Functional testing revealed there was a stream of water emitting from the distal end of the balloon. Microscopic inspection of the device revealed a pinhole in the balloon at the proximal end of the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 13may2019. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 1.2mm x 12mm threader balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device and no patient complications were reported. However, returned device analysis revealed balloon pinhole.